Manufacturer narrative:
Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occurred in the lower battery pack between the cells and printed circuit board (pcb). There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation. Upon initial receipt of the complaint, aribex did not believe the event was a reportable event. However, during an investigation on 02/06/2017, it was determined that the event is reportable. A recall is ongoing. Reference z-2716/2717-2016.

Event description:
It was reported that the batteries were not working. A follow-up call reported that the unit was in use and taking light images and an error message appeared. There was no report of injuries or user or patient involvement at the time of the event.